Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was no greater than 500 mg/dl at time of event. Customer did not have supplies on hand to troubleshoot at time of call, and declined follow up from tandem technical support. No additional information was provided.